Manufacturer narrative:
The low battery alarm and power error was confirmed in the long trace of the pump. Detailed trace analysis confirmed the pump alarmed low battery and power system error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. No unexpected replace battery now during testing was noted. The pump was received with minor scratched lcd window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a replace battery now anomalies from the insulin pump. The customer's blood glucose reading was unknown.